Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the pump¿s black box revealed no evidence of cs052/cs053/cs054/cs055 alarms. The pump was set up to (auto off) after 12 hours by the patient. The ez-prime steps were performed correctly and the pump was exercised for 24 hours and the auto-off was found to be working properly. There were no sleep alarms noted during the 24 hour testing. The pump was opened and there were no defects found. Unrelated to the original complaint, the battery cap threads were found to be stripped and unable to secure. A test cap was used and was able to secure and was used for testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.